Manufacturer narrative:
Investigation summary: bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for sleeve fall off with the incident lot was observed. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the customer photos, the customer¿s indicated failure mode for sleeve fall off with the incident lot was observed. Root cause description: a root cause could not be determined, but may be related to the luer adapter being used with a non-bd tube. Based on an evaluation of severity and frequency it was determined that no corrective action is required at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that tube could not be removed from a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the terumo tube didn't remove from bd luer adapter."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that tube could not be removed from a bd vacutainer® multiple sample luer adapter. The following information was provided by the initial reporter, "the terumo tube didn't remove from bd luer adapter."